Manufacturer narrative:
This complaint has been recorded under (B)(4). A supplemental/final report will be submitted once investigation has been completed.

Event description:
It was reported that after surgery it was noticed the cord had been detached and there was exposed wire. No harm or delay were reported as it relates to this event. No other adverse event were reported as it relates to this event.

Manufacturer narrative:
This complaint is recorded under (B)(4). Review of the most recent repair record determined the unit was confirmed to have exposed wires on the power cord. The plug harness assembly was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.